Event description:
It was reported this was an arteriotomy closure of a right common femoral artery using a prostyle device after an interventional procedure with a 4f sheath. Reportedly, the suture trimmer would not hold on to the suture as it kept falling off. The knot was then unable to be manually advanced; therefore, it was cut and removed from the anatomy. Manual compression was used to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code:1494 indication for use.

Manufacturer narrative:
B5: describe event or problem: updated.

Event description:
Subsequent to the initially filed report, additional information received stating an additional device was used to achieve hemostasis.

Manufacturer narrative:
Visual analysis and functional analysis was performed on the returned device. The reported knot advancement issue could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and return device analysis, a definitive cause for the reported knot advancement issue could not be determined. It's possible that the biological material prevented the suture from sliding into the suture trimmer gate or the suture trimmer cutting lever was the one getting activated instead of the white slider knob causing the suture not to hold on to the gate as it kept falling off. Cycling the cutting lever during procedure or post procedure as reported possibly caused a break in the lever. Reportedly, a 4f sheath was used. The perclose prostyle instructions indication for use (eifu), states: for access sites in the common femoral artery using 5f to 21f sheaths. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.